Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3, h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) could not duplicated the reported problem after running device for 2 hrs on battery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during prior to use that the cardiosave intra-aortic balloon pump (iabp) had battery issues. There was no patient involved.